Event description:
It was reported that the patient with this pacemaker experienced a fall. The device displayed an unidentified error. Subsequently, this device was replaced and the location of the device remains with the facility and will not return for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this pacemaker experienced a fall. The device displayed an unidentified error. Subsequently, this device was replaced and the location of the device remains with the facility and will not return for analysis. No additional adverse patient effects were reported.